Manufacturer narrative:
(B)(6). The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the auxiliary water channel is clogged with foreign material. The foreign material cannot be removed even if the correct reprocessing is performed. The jet channel will be replaced. Other observations for the device are: key top 2 is incised and has a pin hole causing it to fail air leak inspection, distal end rubber coating (a-rubber) glue is chipped, and biopsy channel is incised. User reported issue of leakage from button is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the issue of leakage from button. Upon evaluation of the returned device, it was observed that the auxiliary water channel is clogged with foreign material. The foreign material cannot be removed even if the correct reprocessing is performed. There is no harm to any patient due to contamination with foreign material. This medwatch is being submitted for the reportable issue of foreign material that cannot be removed by reprocessing found in the auxiliary water channel as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the foreign material was an accessory for reprocessing, such as a cleaning brush. Although the root cause of this event was unable to be identified, the following are probable causes for the reported event: the user handled the accessories for reprocessing inappropriately. Broken piece of the accessory entered into auxiliary water channel and clogged there. The event can be detected by following the instructions for use which state: ¿operation manual: inspection of the endoscopic system: inspection of the auxiliary water feeding function¿. The event can be prevented by following the instructions for use which state: ¿reprocessing manual: precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor field performance for this device.